Manufacturer narrative:
One cadd ms3 pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. Functional testing and visual inspection were performed. The reported issue was able to be duplicated. During testing and inspection, the device was found to have memory lost due to it not being able to hold all programming after 2 days without power from the battery. The issue was found to be caused by a battery issue. Therefore, the aaa battery will be replaced as soon as possible after the pump gives low battery notification as mentioned in operator's manual and notification of change information provided with the pump. The pump was operating as designed.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost its memory. There was no reported adverse event.

Event description:
Additional information received indicated that there was no patient injury.